Manufacturer narrative:
D10 concomitant product: vlft10gen, vlft10gen ft series energy platformx1 (serial#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the tip of the jaws physically broke off and fell into the patient's neck and was successfully retrieved during the open procedure. No x-ray was performed and no additional procedures were needed to remove the broken piece from the patient. The seal plate was damaged as well. Another device was used successfully with the generator. Photo received showed that a part of jaws insulation was detached/missing. There was no patient injury.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection found the jaws were closed on the jammed knife. Jaw overmold at the tip of the jaws was damaged, piece was not returned. Functional testing noted that the jaws were closed on the knife. They could not be opened. Device knife was exposed. The device was plugged in and detected by both generators. It was reported that a component disengaged, the device broke during application, and insulation damage was observed. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur due to a failure mode associated with off-label use, including excessive torque applied to the jaws, inadvertent grasping of a hard object, or dropping of the device. The evaluation detected an unreported condition: knife damage. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: do not attempt to seal or cut over clips or staples as incomplete seals or damage to the instrument can occur. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.